Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Additionally, it was reported that the cartridge was leaking from the o-ring with multiple cartridges. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 150-261 mg/dl.